Event description:
The caller alleged discrepant results when compared with the alb results reported as follows: date: 2008, inratio: 4.6, lab: 3.5; date: two weeks prior, inratio: 3.9. Lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 4.6, lab: 3.5, mean: 4, confident limits: 2.3-5.7; date: two weeks prior. Inratio: 3.9. Lab: 2.9. Mean: 3. Confident limits: 1.8-4.2. As per the internal procedure, the inratio and lab values are within the confident limit. The product will not be investigated.